Event description:
Biomet 9mm coring trephine was being used on patient for acl anterior cruciate ligament reconstruction. During use the coring trephine split down its length.======================manufacturer response for disposable coring trephine, coring trephine (per site reporter).======================manufacturer put me in contact with field representative who came and took possession of the defective device.